Event description:
It was reported that on (B)(6) 2023, the tech indicated that the c-arm was moving on its own. A field engineer examined the equipment and it was determined that the rotary switch needed replacement, the switches were replaced and the fe verified the c-arm operation and proper operation of the system. The system me the manufacturer´s specifications. No patient injury or staff reported.

Manufacturer narrative:
Investigation results : this event was reported as uncommanded c-arm movement. The uncommanded movement initially occurred on 11/10/2023 the field engineer (fe) was dispatched to the customer site and replaced the left and right control inserts. On 11/29/2023, the uncommanded movement reoccurred. The fe returned to the customer site and replaced the rotary switch, resolving the issue. A review of the device history showed the issue did not reoccur after the rotary switch was replaced. No patient or user injuries were reported. The rotary switch was not returned for further investigation. The probable cause of the uncommanded movement is due to an issue with the rotary switch. Likely causes for uncommanded motion can include wear and tear to the rotary switch. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the rotary switch failure could not be determined. A risk trending was performed and the calculated occurrence was determined to be a 1 (very low). Based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. The complaint review identified the failing rotary switch was original to the system therefore, the DHR was reviewed. There were four discrepancies noted in the DHR, however none of the discrepancies were related to the rotary switch. System product code: 3dm-sys-std. Serial number: (B)(6). System manufacture date: 3/10/2021. System installation date: 3/24/2021. Unique device identified (UDI): (B)(4).